Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model z9002 +16.5 diopter) had a bent haptic. There was no patient involvement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received inside the lens case in the packaging box. The lens was observed under microscope and with viscoelastic residue in the optic zone. One of the haptics was observed positioned and the other haptic was observed distorted with the drill hole slightly torn. This condition could be caused by the handpiece pushrod. The complaint was verified in the sample returned; however, it could be related to the handling process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.